Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set was used for 2 hours. The blood glucose level was reported 100 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.